Event description:
The customer reported that an alarm did not occur at the patient information center ix (pic ix) . The device was reported to be in use on a patient, but no adverse event to patient or user was reported.